Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review, and similar incident query were not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a core break or stretched coils include, but are not limited to, interaction with challenging anatomy, excessive force, manipulation against resistance, user technique, or inadvertent mishandling. In this case, based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported core break or stretched coils. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The balance middleweight (bmw) guide wire was noted to have unraveled. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.